Event description:
During the device evaluation, it was observed that the tracheal intubation fiberscope image guide tube coating was peeling (more than 1mm2). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. A device history review revealed no issues that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling was caused by stress of repeated use, external factors, or handling of the device. However, specific root cause cannot be determined. Olympus will continue to monitor field performance for this device.